Manufacturer narrative:
A ge representative evaluated the system and reseated cable connectors on the camera and power supplies. The system operates as intended.

Event description:
The field engineer noted that the system was unable to display live images, thus making the system unusable. There is no report of injury or death associated with the event described in this complaint.